Event description:
Event description guidant received information that this left ventricular transvenous lead was exhibiting high pacing impedance measurements and was explanted. Another left ventricular transvenous lead was attempted to be implanted, but would not hold position, so was not used. No adverse patient symptoms were reported.